Event description:
Caller reported damage to pump housing and usb port/pins, affecting the ability to charge pump. There was no adverse impact to the customer's blood glucose level. Cts arranged for replacement of the pump, confirmed shipping details, and instructed customer on returning the damaged pump. Customer will continue using current pump for insulin delivery.